Event description:
The customer alleges, while a patient was on the table, that no more x-rays or exposures were possible on this device.

Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).